Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. Due to hyperglycemia, the customer went to the hospital, was admitted to the emergency room, and released from hospital one day later. It is unknown if or which treatment the customer received at the hospital.